Event description:
Multiple instances of malfunctions of marquette physiological anesthesia monitoring devices intra-operatively. Screens completely blank randomly during cases. All readings are gone. Machines replaced during cases. During transitions, pts are manually monitored. To date, no adverse outcomes, but a dangerous situation. Malfunctions have been experienced in seven operating suites and involving multiple monitoring devices.

Event description:
Add'l info rec'd from MFR 9/9/03: the model number of the medical device is solar 8000m. The brand name is solar 8000m patient monitor. The type of device is a physiologic patient monitor. The solar 8000m monitoring system consists of the following standard components: solar 8000m processing unit, display, keypad and/or remote control, acquisition module(s) and tram-rac housing. The failure occurred with the tram-rac 4a module housing which is an accessory to the device. The tram-rac 4a module housing holds the tram module and other ge medical systems info technologies parameter modules. The housing is connected to the solar 8000m pt monitor by a cable. The user facility reported that the tram-rac 4aq resets randomly when used with parameter modules. When the tram-rac 4a resets, the parameters from the modules in the tram-rac 4a will no longer be displayed on the solar 8000m pt monitor. Video capture of the host display and the tram-rac 4a indicated the tram-rac 4a was resetting just prior to the parameters dropping off of the display. The video recording was stored on a laptop using usb camera in the lab gems it. The tram-rac 4a reset causes the front bezel led to go to the off state for about 1 second and then back on. Parameters that are contained in a second rac (4a,4,3,2 or 2a) in the system are not affected. The reset occurs when using the newer 2 pcb tram-rac 4a released in 2001 and an svo2 module. The resets are random and may only occur after weeks of operation. The info used by gems-it to determine whether the event described in the medical device report was attributable to the device was the failure investigation. MFR received the info from the ge customer contact on behalf of the user facility on april 3, 2003. No adverse events have been attributed to this event.no persons have died or been injured as a result of this event. The device remains in use at the user facility. The released charge to the firmware logic in the tram-rac 4a was installed at medical center on august 27, 2003. Follow-up efforts taken to date include new firmware logic that has been released to correct the state machi0e output vector. The conclusion code indicated in medwatch report 2124823-2003-00040 was reached based opn the results of the investigation.